Manufacturer narrative:
It was claimed that device generated technical error code indicating an opened safety valve. Identification of issue has been done by analyzing problem description and device¿s logs. There was no patient harm. Based on technician statement, the safety valve pull magnet was replaced to resolve the issue. The movable axis of the safety valve pull magnet controls the opening and closing of the safety valve membrane in the inspiratory channel. The issue was decided to be reported based on available information as defective pull magnet or its supply circuit can lead to stop of ventilation if the safety valve is not in its predetermined state. Appearance of this failure will be notified to the user by generated high priority alarms and technical error codes. If the fault is present it will be detected during pre-use check. In order to conduct further analysis of the case, more detailed information is required. Unfortunately, the claimed part was not available for further analyze. The root cause to the reported issue has not been determined. The correction of field #h4 device manufacture date was required. This is based on the internal evaluation. #h4 manufacture date: previous manufacture date: 08/29/2020. Corrected manufacture date: 08/20/2020.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the ventilator generated a technical error code indicating an open safety valve. There was no patient involvement. Manufacturer's ref #: (B)(4).